Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. A fatal error with low battery was observed in the data. It was reported that a premature transmitter battery countdown occurred.